Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank and changing battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages and no damage was found to the pump casing. Investigation revealed that the returned battery cap was damaged and was unable to tighten properly. The damaged battery cap was replaced with a test battery cap and the test battery cap fit securely onto the pump. The pump was unable to power up with a test battery inserted. When pump casing was open, moisture corrosion was found on the printed circuit board as well as the display flex connector.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.